Event description:
The international customer reported the ventilator had oxygen device failed and no oxygen available occurrences. The customer reported the device was not in use therefore there was no patient involvement or harm. Upon an oxygen device failed occurrence, the ventilator alarms and continues to provide ventilatory support to the patient using an air gas source. If the ventilator discontinues oxygen support, loss of the oxygen source may be detrimental to a patient. The manufacturers service representative reported the wall outlet/connector was replaced to address the reported problem.